Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that the patient underwent a revision surgery of the bipolar acetabular components including cocr head on (B)(6) 2016 after 3 years and 3 months in-vivo time due to disease progression. Bipolar cup and head were removed. Trilogy acetabular components and a larger cocr head were implanted. Review of received data: one (1) undated x-ray is received for the investigation. The file name is indicated as "x-ray of 2013 primary in 2016", therefore it can be said that the x-ray belongs to some time in 2013. There seems to be some dark lines around the cup surface. The inclination angle of the cup looks rather low. Some small dark areas around the distal tip of the stem is also observed. However, since the actual date of the x-ray is not known and there are no other x-rays returned for the investigation, it is not possible to comment further on the features observed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: only one x-ray which is supposed to be taken in 2013 was available. Neither operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The reason of the revision surgery is indicated as "disease progression", which cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on december 29, 2016: exact event date is (B)(6) 2016. The additional information is added in this report. Additional: date of event, if follow-up, what type? Update: date received by MFR, type of reports, additional MFR narrative. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Durasul cocr kopf 38/-8 'xs' 12/14; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cocr head, xl, 28/+8, taper 12/14 on (B)(6) 2013. It was also reported that the patient underwent a revision surgery on (B)(6) 2016 "due to disease progression". Removal of bipolar cup and head. Additional information has been requested and is currently not available. This case is a split case with zimmer (B)(4). Same patient and event is treated in (B)(4).